Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump required frequent battery change, bottom of the insulin pump came off completely, could not read the screen, the insulin pump made grinding noises when rewinding, rewind was slower, had unexplained no delivery alarms and did not receive low battery or low reservoir warnings. The customer¿s blood glucose level as unknown. The insulin pump will not be returned for analysis.